Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 12/27/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease was observed in the anterior view expanding to posterior view. Leak testing revealed a tear within the crease in the posterior view, measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: 300cc mentor smooth round moderate profile saline breast implant (catalog number 3501645). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2019 and plans to replace with unspecified breast implants.